Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that her son experienced seizure due to a low blood glucose but did not led to a hospitalization. The customer's blood glucose was 28 mg/dl at the time of incident. The customer's mother stated that they treated his son's low blood glucose with glucagon shot. The insulin pump will be returned for analysis.